Event description:
This pt was presented to the emergency room in 2005, with a one day history of fever, a red lacy mildly itchy rash was noted on the day of admission on the torso, extremities and face. The pt had a sore throat, a runny nose and he was also coughing for one day. There was no vomiting or diarrhea. In the ER it was felt that the pt dehydrated and needed fluid replacement. The pt apparently moved during an attempt at IV placement and the tip of an IV catheter broke off and lodged in the left antecubital area. A surgeon was consulted. The surgeon's exam showed: examination of the left arm does show an area in the left antecubital region where puncture had been made for the IV. He couldn't palpate the tip of the catheter under the skin. X-rays were reviewed and showed the tip of the IV catheter in the subcutaneous tissue in the left antecubital region. The plan was to treat the pt's illness first and then remove the catheter tip. The pt did have an IV started and received IV fluids. The next day the pt underwent removal of a 24 gauge, shirred catheter tip in the operating room, the recovered tip was sent to pathology.